Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack in case and the drive support cap was sticking out. The customer's blood glucose was unknown at the time of incident. The customer stated that they did not press the drive support cap. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken off end cap. The insulin pump had cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. The drive support disk was inspected and no anomaly was noted.